Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device remains implanted.

Event description:
Medwatch report, "volun (B)(4) 2013: had total knee placement on (B)(6) 2013. After operation, had terrible blister on back of leg. Contracted pneumonia 2nd day. Unable to bend leg (knee) constant pain. Device rotated. Dr (B)(6) put medical device in knee. They said I could only report problem to doctor. I have had 2 manipulations, one by dr (B)(6) who operated on knee. The other by a different doctor, dr (B)(6). I now have a 3rd doctor who most likely will need to do another surgery to remove device. I am in constant pain (from knee to ankle). The knee is always swollen and inflamed (red) and hot to touch. I have been unable to walk and need to use a motorized cart if going to get food. I have had several months of physical therapy but unable to bend my knee (limited bend) when I stand, it feels like all my energy sinks to my leg and I am very weak and unable to walk. Unable to care for myself and need assistance. Had to use cpn machine for an additional 3 months. Received a bill for (B)(6) dollars for machine. Pneumonia - 2nd day in hosp. Pt stopped. Nurse dropped leg."

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted: cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: lx09; cat. No.: 5515-f-502, triathlon ps fem component, cemented, lot code: idahd; cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: htfod; cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rkt175. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. X-rays and medical records were received and reviewed by a clinician consultant. The report concluded: in this case of persistent arthrofibrosis after two manipulations under anesthesia, there is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation. The event was confirmed, but the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Medwatch report, "volun02-aug-2013: had total knee placement on (B)(6) 2013. After operation, had terrible blister on back of leg. Contracted pneumonia 2nd day. Unable to bend leg (knee) constant pain. Device rotated. Dr (B)(6) put medical device in knee. They said I could only report problem to doctor. I have had 2 manipulations, one by dr (B)(6) who operated on knee. The other by a different doctor, dr (B)(6). I now have a 3rd doctor who most likely will need to do another surgery to remove device. I am in constant pain (from knee to ankle). The knee is always swollen and inflamed (red) and hot to touch. I have been unable to walk and need to use a motorized cart if going to get food. I have had several months of physical therapy but unable to bend my knee (limited bend) when I stand, it feels like all my energy sinks to my leg and I am very weak and unable to walk. Unable to care for myself and need assistance. Had to use cpn machine for an additional 3 months. Received a bill for (B)(6) dollars for machine. Pneumonia - 2nd day in hosp. Pt stopped. Nurse dropped leg."